Event description:
Reporter indicated that their handheld will not hold a charge. Pending product return for product analysis.

Manufacturer narrative:
Conclusion: device failure is suspected, but did not cause or contribute to a death or serious injury.